Event description:
It was reported that the manifold valve is sticking. Per the independent repair center statement, unit alarming or red light. The key failure was the valve manifold was for the manifold was sticking.